Event description:
Customer stated she was using a new pack of the idb proxabrushes. During use, she stated right away the bristle broke off the handle and was then stuck between her teeth. She then took off work to go see a dentist to take it out.